Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a vascular procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported to doctor by the nursing coordinator that it does not feel right in reference to a suture. He also references that the needle was breaking off the suture frequently. No surgical delay was reported. There was no patient consequences reported. Device availability unknown. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: it was reported that the nursing coordinator does not feel right in reference to a suture. Could you please provide more details about this? (B)(6) said that the surgeon rubbed his gloved hand down the suture and it did not feel right to him. The needles also popped off of two sutures from the same box/lot number. When a different box/lot number was opened, there were no further issues. How many devices demonstrated the alleged deficiency? Two separate sutures. (B)(6) reported that another suture was opened from the same box and resulted in the needle popping off and suture material did not feel right in surgeons hand. After the second suture needle popped off a different box with different lot number was opened and the sutures worked fine with no issues. Did the event occur during one or multiple patient procedures? Event only occurred in one procedure. Only one procedure was reported to have the issue. What is the total number of procedures? 1. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? No. No other procedures were involved. Could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided. No fragments or needles were retained from the defected device. Please provide the source or name of person providing answers to follow-up questions: (B)(6). Nursing coordinator at (B)(6) medical center.